Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and for device and performed flow sensor and 2p o2 calibrations. Installation and system check was done. The fsr downloaded the logs and trending data and sent to technical support for analysis. Root cause has not been determined yet as the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the respiratory therapy (rt) department stated that the etco2 reading is high while ventilating a patient. Furthermore, the patient was removed from the ventilator and swapped out with another ventilator, no patient harm associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a yaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to user fault. Lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature. Advised to perform flow sensor and 2p o2 calibrations. Performed installation and system check. Unit passed the all tests.